Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the current information available no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - this is a patient who was previously diagnosed with stage three pelvic organ prolapse. The patient underwent a robotic-assisted laparoscopic sacrocolpopexy with implant of a bard davol soft mesh, excision of residual right hydrosalpinx, video cystourethroscopy and a primary cystocele repair. The patient's legal fact sheet alleges the patient experienced pain, urinary problems, bowel problems, recurrence and dyspareunia.